Event description:
Additional information received indicated the device entered backup mode due to not being reprogrammed into MRI mode prior to MRI exposure. The patient did not miss any required high voltage defibrillation therapy while the device was in backup mode.

Event description:
It was reported that the device was in backup mode with no high voltage defibrillation therapy available following a magnetic resonance imaging (MRI) scan. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.